Manufacturer narrative:
Suspect device was received on november 16, 2020. Device evaluation completed on december 1 2020: during the visual evaluation of the device no apparent damage was observed. Leak testing was performed, according to mentor procedure, and it revealed a tear at the junction at the valve system. Microscopic examination was performed and the cause of the deflation could not be identified. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a 325cc mentor smooth round moderate profile breast, saline implant experienced right sided baker¿s grade iii/ IV capsular contracture and left sided deflation post procedure. As a result, the prosthesis were bilaterally removed and replaced as follow: left replaced with cat#: 3501660, lot# 7336607 and right replaced with cat#: 3501660, lot# 7332825 on (B)(6) 2019. This report relates to the left prosthesis.